Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was attributed to a faulty printed circuit board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pcb was replaced and the device passed all testing.

Event description:
It was reported that during routine preventive maintenance inspection there was an acu power strobe fail error and acu watchdog failure. There was no patient involvement and harm.